Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the damage on/off button. As a result, the downstream occlusion seal and on/off button were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the on/off button was broken. During physical inspection, it was found that the downstream occlusion seal was detached. There was unknown patient involvement, no patient injury was reported.